Event description:
It was reported that, following open heart surgery to remove a helix device because of a nickel allergy, the pt developed a severe rash over their head, neck, face, chest, and groin areas and had elevated temp and diarrhea. The sternum had been closed with stainless steel wire. The family member reported nickel levels were done pre and post operatively, and post-op levels were higher. Subsequently, the pt was readmitted to the picu. The pt was diagnosed with post pericardial syndrome. The pt was released and was still running an elevated temperature. The pt's family member reports a patch test was done prior to surgery and pt was shown to have a severe allergy to nickel and an allergy to thimerosal.